Event description:
Event description guidant received information that this ventricular lead impedance was greater than 2500 ohms. There is no sensing or pacing, the patient has an intrinsic rhythm, though could not obtain capture at the maximum output in unipolar or bipolar. An x-ray confirmed a complete fracture of the ventricular lead, near the pocket. The patient had an underlying rhtythm of second degree heart block, and had no adverse effects. Output in unipolar or bipolar. All the functions with the atrial lead are working appropriately. This device is included in a recent field advisory for failure mode 1. The lead was surgically abandoned.